Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy receptacle. Based on the information available, the defective therapy receptacle is replaced with a new one to fix the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that paddle connector button is broken. There¿s no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.